Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that his lead exhibited high pacing impedance. Lead dislodgment was suspected. Subsequently, this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that his lead exhibited high pacing impedance. Lead dislodgment was suspected. Subsequently, this lead was explanted and replaced. No adverse patient effects were reported. At this time, the product has been returned, investigation will be performed and this report will be updated.